Event description:
It was reported that during device change out for eri, diagnostic imaging revealed externalized conductors on the rv lead. All electrical measurements were normal. The lead was capped and replaced without complication. Patient was doing well after the event.